Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6), 2022 by a radiation oncologist. The procedure was completed using spinal local anesthesia. During the procedure, there was some fibrosis at the apex area that was surpassed with the needle. The patient started high dose radiation (hdr) therapy and received the first fraction out of two (12,5 gy). On (B)(6), 2022, the patient attended to have the second fraction and an abscess was diagnosed through ultrasound, therefore, the treatment was suspended. The abscess was treated with antibiotics during 10 days and the patient remained asymptomatic. The patient is scheduled for a follow up on (B)(6), 2022. The patient's current condition is reported to be stable.

Manufacturer narrative:
Corrected fields: block h6: f2203 imaging required was added. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022 by a radiation oncologist. The procedure was completed using spinal local anesthesia. During the procedure, there was some fibrosis at the apex area that was surpassed with the needle. The patient started high dose radiation (hdr) therapy and received the first fraction out of two (12,5 gy). On (B)(6) 2022, the patient attended to have the second fraction and an abscess was diagnosed through ultrasound, therefore, the treatment was suspended. The abscess was treated with antibiotics during 10 days and the patient remained asymptomatic. The patient is scheduled for a follow up on october 06, 2022. The patient's current condition is reported to be stable.